Event description:
Caller reported a cartridge alarm issue with the t:slim pump. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge and successfully resumed insulin delivery, resolving the issue.